Manufacturer narrative:
Concomitant medical products: product ID 355531, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. Product ID 355531, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. (B)(4).

Event description:
A healthcare provider (hcp) via a manufacturing representative (rep) reported that the patient had a spinal cord stimulator (scs) trial on the day of the report. The case went very well and there was coverage from right buttocks to right thigh. The scs trial lead was stitched into place and when they went to roll the patient onto the stretcher, the patient had numbness in her right leg. The patient also had right buttock, leg pain (couldn't feel her right leg) and pain to her thigh. The hcp had entered at l1 or l2 with the lead, but after the event the scs trial lead was removed immediately. An ambulance was called and the patient was sent for a stat MRI and a neurosurgeon was called. The issue was not resolved that the time of the report. No surgical intervention occurred and it was unknown if any were planned.